Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient was hospitalized due to bent cannula leading to hyperglucemia on (B)(6) 2024. The infusion set was in use for one day. The blood glucose level was 19mmol/l at the time of event and the patient got treated with intravenous insulin drip. Patient also have high heart rates and dizziness. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available.